Event description:
The pt. Underwent thoracic surgery 10/20/94. The 1st closing count was incorrect, minus 1 4x4 sponge. Cavity field, floor, linen, garbage, path specimens were all searched for sponge. The x-ray taken was interpreted as negative for a sponge. The close was completed. Two subsequent x-rays were interpreted by radiology as negative. On 10/21/94 the surgeon "ascerned" a sponge on an x-ray, not by the marker but by opacity on the film. The pt was returned to surgery on 10/21/94 where a 4x4 sponge was retrieved from behind the liver in the costovertebral angle.